Event description:
It was reported that the user experienced post-meal hyperglycemia and episodic hypoglycemia while using the ilet and had been routinely selecting larger-than-appropriate meal sizes, using meal announcements as correction, and performing false ¿ghost¿ meal announcements; the user requested retraining and a factory reset, and oral glucose was used to treat a low. Symptoms included anxiety and fatigue during a high of 272 mg/dl and sweating with disorientation during a low of 39 mg/dl. Outcomes included self-treatment with juice and candy without emergency care or hospitalization. Investigation included review of device use patterns, counseling on appropriate meal announcement practices, and referral for additional training. Investigation of this case revealed user technique issues and maladaptive dosing behavior that can affect algorithm adaptation, with no alerts or device alarms reported and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that user technique and use error were the most probable causes.